Event description:
A facility manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. The leak was noticed after connection lines were connected to the dialyzer and the treatment started, there was blood dripping on the outside of the dialyzer from where the header is connected to the body of the dialyzer. The blood leak was described as being an external blood leak. Blood test strips were not used. Fresenius bloodlines were used. There was no damage seen on the dialyzer. The patient's estimated blood loss was 300ml. . There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint is not confirmed. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A facility manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. The leak was noticed after connection lines were connected to the dialyzer and the treatment started, there was blood dripping on the outside of the dialyzer from where the header is connected to the body of the dialyzer. The blood leak was described as being an external blood leak. Blood test strips were not used. Fresenius bloodlines were used. There was no damage seen on the dialyzer. The patient's estimated blood loss was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on the same machine with new supplies. The device is not available to return to the manufacturer for evaluation.